Event description:
Novathreads implanted on (B)(6) 2022. Threads were inserted into the neck. Patient reported threads started to migrate and one pice had broken off. On (B)(6) 2022, thread was removed and patient is doing well.